Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented with pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) reviewed the reports and determined that the patient had atrial tachycardia that met the max tracking rate. It was noted that every second atrial beat was blanked out. Additionally, some atrial tachycardia was undersensed. The device was reprogrammed to resolve the issues. The device remains in use. No adverse patient effects were reported.